Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was not capturing at maximum outputs, one day post implant. There was suspicion of a micro lead dislodgement, but x-ray was unable to confirm. The cardiac resynchronization therapy defibrillator (crt-d) was programmed to the right ventricle only. No adverse patient effects were reported. The lead remains in service. Additional information was reported that subsequently, three weeks post implant, this lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.